Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (partial hysterectomy to remove essure coil). Essure was removed in 2013. At the time of the report, the pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device, the coil migrated and was ¿hanging from ovary¿ and then from cervix") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), arthralgia ("hip pain") and adnexa uteri pain ("ovaries(front) pain"). The patient was treated with surgery (hysterectomy (partial)) and surgery (partial hysterectomy to remove essure coil). Essure was removed in 2014. At the time of the report, the device expulsion, pelvic pain, abdominal pain, arthralgia and adnexa uteri pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: migration of essure device. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received: new events: adnexa uteri pain, arthralgia, historical condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device, the coil migrated and was ¿hanging from ovary¿ and then from cervix") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial)) and surgery (partial hysterectomy to remove essure coil). Essure was removed in 2014. At the time of the report, the device expulsion, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: migration of essure device. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Essure indication and stop date updated. New events abnormal bleeding (menorrhagia) and migration of essure device, the coil migrated and was ¿hanging from ovary¿ and then from cervix were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.